Manufacturer narrative:
It was clarified that as per medical opinion, after procedure the patient was transferred to ICU and was doing well. On post-operative day 2 ¿the patient was metabolically degraded (hepatic and renal)¿ and subsequently passed away. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: a kink on the proximal portion of the balloon shaft (created during pre-decontamination evaluation), inflation balloon with slight amount of residual fluid, the crimp balloon was not twisted, and gouges on the flex tip. No other abnormalities were observed on the returned device. Functional testing performed on the returned device during pre-decontamination, the device was able to be fully inflated and deflated without any leaks observed on the balloon catheter. This also indicates that there was no damage/tears present on the crimp and inflation balloon. In addition, the device was tested for balloon inflation/deflation time and was found to meet specifications. No other abnormalities were observed during inflation or deflation of the balloon. Dimensional testing was not performed as there are no applicable measurements to be taken related to the complaint events. In addition, a procedural video of valve deployment was provided and reviewed. The valve was partially expanded at the distal end at the beginning moment of the video. The balloon was fully inflated after 8 seconds elapsed. The valve expanded properly without issues. It is difficult to determine if inflation difficulty was experienced. It is possible that the user used a slow and controlled inflation during valve expansion. It is also possible that a fast and steady inflation was attempted and fluid was slow to enter the balloon. Based on this, the complaint for delivery system inflation difficulty can be confirmed. The balloon appeared to be held inflated or not deflated after 16-17 seconds. It is possible that deflation was attempted but fluid was slow to exit the balloon. Based on this observation, the complaint for delivery system ¿ deflation difficulty can be confirmed. During balloon manufacturing, the balloon was 100% inspected for the following: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. The balloon is 100% visually inspected for witness lines, contamination, mechanical damage, deformation, crow¿s feet, fish eyes, gel spots and scratches. A sample of balloons are burst tested and additional visual inspection. The crimp balloon molding and annealing are 100% dimensionally and visually inspected for the following: distal length, proximal length, distal ID, proximal ID, and single or double wall thickness. The balloons are 100% inspected both with unaided eye and under 8x magnification for the following: appearance/gross defects, foreign matter, impurity or contamination, fish eyes, and gel spots. The crimp balloon to inflation balloon laser bond is inspected for smooth bond joint with no gaps between the components. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. Prior to the balloon pleat, fold and forming process the balloon is 100% visually inspected under 2.85x minimum magnification for balloon sizing and contamination. After the process, the balloon is 100% inspected for fold lines and distorted/pinched folds. During final inspection the entire device is inspected by both manufacturing and quality from distal to proximal for damage or missing component, incorrect assembly, inflation/crimp balloon for distorted/pinched folds. The balloon bonds (crimp balloon to balloon shaft) are visually inspected for weld smoothness (material separation, insufficient weld). The commander delivery systems are 100% leak tested. Post-leak test, there was 100% visual inspection of the balloon catheters. During functional product verification (pv) testing, the delivery system is inspected for kinks, cracks, missing components, and missing small white marker on balloon bond (with unaided eye). The balloon inflation/deflation time is tested and all met statistical requirements. In addition, the device is visually inspected for kinks or cracks, inflation/crimp balloon bond and nose tip/inflation balloon bond. All sample units passed pv testing. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. A device history record review was performed and did not reveal any manufacturing non-conformance's that would have contributed the event. A lot history review revealed no other complaints related to delivery system ¿ inflation difficulty or delivery system ¿ deflation difficulty. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Based on the review of provided procedural video, the complaint for delivery system inflation difficulty and deflation difficulty were confirmed. The video demonstrated that the full inflation of the balloon was achieved after approximately eight (8) seconds but it did not show the balloon deflation process. The time required to completely deflate the balloon during the procedure was unknown. Based on the functional testing of the returned device, the inflation/deflation time was measured and met the specification. Therefore, no manufacturing non-conformance's were identified in the evaluation. Additionally, review of complaint history, lot history, and the DHR provided no indication that a manufacturing non-conformance contributed to the complaint events. Review of IFU/training materials revealed no inadequacies. A review of manufacturing mitigation's also supported that the balloon and delivery system have proper inspections in place to detect issues related to the complaint events. Visual observation of the returned device revealed that there was no leaks observed in the balloon catheter, no twist in the crimp balloon, and no tear in the crimp balloon or inflation balloon. Further investigation on the returned sample revealed no twist/kinks on the balloon catheter (other than that from return device packaging). As such, it is unlikely that device or manufacturing related issues contributed to the reported difficulties. Large bends or sharp angles were not visible on the provided imagery. However, patient¿s vessel characterization was not provided for the evaluation. Tortuosity in the vasculature can create a sub-optimal angle during device insertion that could potentially constrain the flow of fluid and affect the inflation and deflation of the balloon during valve deployment. In addition, per report, ¿there was no problem with the delivery system during preparation or during test after procedure¿. Therefore, it is possible that the patient and/or procedural factors may have contributed to the complaint events. The complaint was confirmed based on the review of provided imagery. However, no manufacturing non-conformance's were identified during evaluation based on functional testing of the returned device. In this case, available information suggests that procedural and/or patient factors may have contributed to the reported event. However, based on the available information, a definitive root cause is unable to be determined at this time. No labeling or IFU inadequacies have been identified and a review of complaint history revealed that the complaint rate did not exceed the monthly control limit for june 2018 for the respective trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI #: (B)(4). Investigation is ongoing.

Event description:
As reported by out french affiliate, during a transfemoral procedure of a 29 mm sapien 3 valve it was very difficult to deploy the valve as there was a ¿big¿ resistance during inflation of the commander delivery system balloon. In addition, there was difficulty during deflation. The patient suffered a cardiac arrest. Cardiac massage was performed and caused a small pericardial effusion of the left ventricle. There was no problem with the delivery system during preparation or during test after procedure. As per report, the patient passed away.